Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during several surgeries, a soft eye was observed during different pars planar vitrectomy (ppv) with different patients. There was a delay in the intraocular pressure compensation. The tubing system was not bent and everything was connected correctly. The surgeon is not satisfied with the suction power in phaco. Patient impact is unknown. Additional information was received informing that one of the patients, at the beginning of the vitrectomy, after suture of fee, although everything was connected correctly, there was no pressure in the patient's right eye (od) and the patient experienced choroidal detachment, hemorrhage, and retinal detachment. In surgeon's opinion, the device did cause/contribute the event. The patient was hospitalized a result of this event. There are two medical device reports being filed for this event. This report is for the identified patient.